Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal gabalon via an implantable pump. It was reported that there was suspected infection at the implantation site. The patient who was continuing gabalon's injection was suspected to have an infection in the implantation site and the doctor was considering removing it. The patient's age and sex was not heard from the doctor. Additional information received indicated that regarding removal for this patient, it was currently unknown whether the removal had been performed. Even if removal was to be done, it was heard that it was planned for the week of jan 19th 2026 or later, but it was still unclear whether it would actually be removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that no surgical intervention was performed and it was unknown whether the device would be removed or not. There were no reported symptoms related to the infection. The details of where the infection occurred was unknown. They were informed that the place of infection was the implanting site. The serial/lot number and implant dates of the catheter and pump were not known. The devices were not explanted. The event date was unknown. It was also unknown if the infection resolved.